Event description:
It was reported that the device was able to be validated, but stopped working soon after. There was a delay of an hour while the surgeon was troubleshooting the device. The procedure was able to be completed as planned with navigation. There were no allegations of adverse consequences due to this event.

Manufacturer narrative:
The device was received by the MFR for investigation. The investigation is on-going. A follow up report will be filed when the investigation is complete.